Event description:
Customer reported that a pt sample did not react with 0.8% resolve panel a lot #8ra163 when tested using gel technology. Complaint of false negative result since pt's sample presumed to contain antibodies through specific antibodies could not be identified. Pt's sample was not tested with 0.8% resolve panel a lot no. 8ra183 prior to transfusion with two units of packed cells. Pt's pre-transfusion sample was tested in response to observation that pt's post transfusion plasma was rusty brown in color. Pt expired in 2005 due to presumed myocardial infarction secondary to anemia, disseminated intravascular coagulation and acute hemolytic transfusion reaction.